Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The units remaining on the status screen to the reservoir volume could not be verified due to the prime/fill anomaly. The device had a scratched display window, cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's father reported via phone call that the insulin pump had a prime/fill anomaly. It was stated that the piston would not recognize the reservoir and numbers would not appear on screen. Insulin squirted out of the tubing during prime. Blood glucose value was 160 mg/dl. Customer was disconnected during prime. He confirmed there was a gap between the piston and reservoir stopper during prime. Troubleshooting was performed. The device was returned for analysis.